Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm compromised force sensor. Customer's blood glucose was unknown. The customer received a compromised force sensor alarm in alarm history. The customer's blood glucose is normal, didn't require medical treatment.